Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. Visual inspection was performed on the returned device. The failure to deploy was not confirmed due to the condition of the returned product. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported deployment issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that while utilizing a common femoral retrograde access, an unspecified guide catheter was unable to access the external iliac artery, 100% occluded lesion. Another retrograde access was attempted and a 6'11 non-abbott guide catheter accessed the external iliac lesion. An absolute pro advanced over a non-abbott guidewire to the external iliac lesion, without reported resistance. Stent deployment was attempted. Approximately 75% of the stent deployed at the lesion site when the thumbwheel locked. The absolute pro handle was opened and attempted to manually deploy the thumbwheel unsuccessfully. The stent had partially deployed in the sheath. All was removed from the anatomy, explanting the stent. Additional dilatation was performed and a new absolute pro was deployed successfully. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.